Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03531. It was reported the patient experienced pain and muscle spasms at the lead insertion site. Thereafter, the patient met with the physician on (B)(6) 2019, wherein the physician opted to remove the trial leads due to potential infection. The patient was later discharged and placed on antibiotics.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the infection resolved.